Manufacturer narrative:
Upon review of the alarm trace, abnormal aspiration alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause. He replaced the sample probe, ise sipper nozzle, all ise reagents, and cleaned the kcl bottle tubing, he found a broken plastic tab from the sipper nozzle cover under the sipper nozzle and removed it. He removed and cleaned the electrodes, acrylic blocks, replaced o-rings, adjusted electrode tension/seating, and cleaned cam lever mechanism and spring. He ran ise checks, calibrated the ises, and ran qc and ise precision successfully.

Event description:
The initial reporter received questionable ise indirect gen.2 sodium results for three patient samples from the cobas 6000 c (501) module. Patient 1 initial result was 124 mmol/l and the repeat result was 130 mmol/l. Patient 2 initial result was 126 mmol/l and the repeat result was 133 mmol/l. Patient 3 initial result was 129 mmol/l and the repeat result was 138 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.